Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted into the pump and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: a review of the pump¿s black box history showed that two power reboots had occurred followed by two low battery warnings. The recorded battery voltage was within range to trigger a low battery warning. Visual inspection revealed that the battery compartment was cracked at the case seal. There was no evidence of corrosion found inside the battery compartment. The threads on the battery compartment and battery cap were intact. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no defects were found. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.